Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) up and down buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and customer experienced the high blood glucose. The customer¿s blood glucose was 400 mg/dl. The customer was treated with the manual injection. When customer went to change reservoir, she presses reservoir plus set key which was not activate. The customer experienced the low blood glucose. The troubleshooting was declined for high blood glucose. The customer was advised to observe time clock for one minute to verify if time advances and found yes. The customer was advised that the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back up plan. The insulin pump will be returned for analysis.